Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal atrophy, overactive bladder, urge urinary incontinence, urgency, frequency, nocturia and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, bowel problems and infections.

Manufacturer narrative:
It was reported that following insertion patient urinary tract infection.

Event description:
It was reported that following insertion patient urinary tract infection.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with anterior repair due to prolapse and stress urinary incontinence.